Manufacturer narrative:
One used device was received for analysis. Visual inspection was performed and revealed no discrepancies. Functional testing was performed to verify if the safety mechanism could be re-activated. Pulling the base of the sample downwards, it was attempted to place the needle retractor back into place. The base and the needle were separated, and functional testing could not be performed. The complaint was confirmed. The most probable root cause to the reported issue has been attributed to damage which occurred after the device left the manufacturing facility. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One used device was received for analysis. Visual inspection was performed and revealed no discrepancies. Functional testing was performed to verify if the safety mechanism could be re-activated. Pulling the base of the sample downwards, it was attempted to place the needle retractor back into place. The base and the needle were separated, and functional testing could not be performed. The complaint was confirmed. The most probable root cause to the reported issue has been attributed to damage which occurred after the device left the manufacturing facility. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that while removing a deltec® gripper micro® blunt cannula, non-coring safety needle, the needle was exposed and stuck the clinician. It was observed that the base and the safety arm were separated. No permanent injury was reported.